Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 1 hour and 20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was visually observed on the bottom venous seal of the dialyzer. The machine, a fresenius 2008t machine, did not sound a blood leak alarm as this was an external leak. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury or, adverse as a result of this event. The patient was given a one-time prophylactic dose of vancomycin (1.25g, administered via IV). The patient finished treatment on the same machine with new supplies. The device is reportedly available for return to the manufacturer.

Manufacturer narrative:
The complainant returned one dialyzer from the reported lot number for manufacturer examination. Blood was observed between the dialyzer housing and the screw flange threading on the dialyzer's cavity ID end. The sample was subjected to a laboratory leak test at which time an external leak was identified at the same area previously identified with blood (between the dialyzer housing and the screw flange threading on the cavity ID end). The dialyzer leaked at 4.0 psi. The dialyzer was then deconstructed and visually evaluated further. The dialyzer was confirmed to be assembled correctly and no damage or defects were noted. The cavity ID end o-ring (located beneath the header cap) was noted with damage. Under magnification (x30), a gouge measuring approximately 2.96 mm in length was noted on the o-ring (located on the side of the o-ring seated against the polyurethane [pu] potting surface). The production record review revealed there was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
Correction:adverse event or product problem, adverse event changed to no, as antibiotic was given prophylactically outcome's attributed to adverse event- required intervention changed to no. Additional information:concomitant medical products, added fresenius 2008t machine and fresenius bloodlines as concomitant products. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 1 hour and 20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak that was visually observed on the bottom venous seal of the dialyzer. The machine, a fresenius 2008t machine, did not sound a blood leak alarm as this was an external leak. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury or, adverse as a result of this event. The patient was given a one-time prophylactic dose of vancomycin (1.25g, administered via IV). The patient finished treatment on the same machine with new supplies. The device is reportedly available for return to the manufacturer.